Event description:
Facility manager reported shutter error, during one procedure. Procedure was stated to have been completed without delay, and there was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).